Event description:
It was reported that the patient's precision system was explanted due to ineffective stimulation. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device was disposed of by the hospital. Additional suspect device components involved in the event: model: sc-2138-50 description: phase iii linear lead - (50 cm) model: sc-2138-50 description: phase iii linear lead - (50 cm) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.